Manufacturer narrative:
(B)(4).

Event description:
It was reported "a helium leak alarm occurred during machine operation after placement of the tube, and the anterior segment of the balloon was found to be fractured when the balloon was withdrawn". Additional information states that to continue therapy, another catheter was inserted. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. A kink to the iabc central lumen was noted at approximately 4.1cm from the iabc distal tip. Bends to the iabc central lumen were noted at approximately 16cm, 20cm, 24cm, 34cm, 47.5cm and 63.9cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway; the catheter was likely cleaned prior to return. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc outer lumen at approximately 64cm from the iabc distal tip. The leak site could not be identified under microscopic inspection. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 4cm, 20.5cm and 63cm, which are the locations of the previously noted bends and kink. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab leak suspected is confirmed. During the investigation, a leak from the outer lumen was noted and caused the reported complaint. Based on a review of the device his-tory record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the outer lumen leak. The root cause of the outer lu-men leak is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "a helium leak alarm occurred during machine operation after placement of the tube, and the anterior segment of the balloon was found to be fractured when the balloon was withdrawn". Additional information states that to continue therapy, another catheter was inserted. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".